Event description:
Adverse event(s): "overcorrection" (overcorrection); "induced astigmatism" (blurred vision). Product problem(s): "tracking difficulties" (failure to align). An ophthalmic technician reports this patient is overcorrected with induced astigmatism in the right eye following prk surgery. At two weeks post-op, bcva is 20/20 and ucva is 20/25. Surgeon's target for this patient was -1.50 sphere. Additional information from the technician indicates, the site was having problems with tracking on cases treated on (B) (6) 2010. The safety and effectiveness of this laser system has not been established for patients with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).